Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement and displacement test. However, however, pump error 15, 49 and 23 alarm found in the device history, problem isolated to the electronic assembly. Device received with pillowing keypad overlay and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error. The customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump had insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.